Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on (B)(6) 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that there was low aspiration during a cataract with intraocular lens implant (iol) procedure. The system was exchanged to complete the surgery. There was no patient harm.